Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 295-high mg/dl. Reportedly, the cartridge and infusion were used beyond labeling. A manual injection was delivered to address bg. Tandem technical support educated the customer on insulin labeling.